Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol_cap(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The lumen of PICC had a split just below the hub. The PICC line had to be removed, treatment stopped and the patient had to be scheduled to come back in for another PICC line to be inserted.